Manufacturer narrative:
Concomitant medical products: product ID: 9736119r. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while setting the fusion up, the software had become unresponsive. Manufacturer representative was unable to move the mouse and the system wasn't recognizing anything plugged into the axiem ports. The system was powered down and when it was booted back up the system said no input detected. The video cables were reseated into both the monitor and the computer without resolution. Multiple reboots were also attempted. The fan on the back of the computer was not running. The power chain for the computer was also reseated without resolution.

Manufacturer narrative:
H3) the computer was returned for analysis. Functional testing determined that the computer was functioning as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2: additional information noted in b5 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735001, serial/lot #: (B)(6) h3: the computer has returned but analysis has not yet been completed. (B21,c21,d16) a representative went to preform system check out. It was noted that there was no input detected on the monitor. After shipping in several new parts, it was determined that a new computer was not needed, the mouse was damaged causing a short to the computer thus disrupting power. A new mouse was sent and that solved the problem. (B01, c07, d02) the returned mouse was not functional when connected to a known good computer. There are a few small cuts in the cable jacket but none that penetrate the shield wire. (B01,c07,d02) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional troubleshooting noted that they replaced the computer, and after the replacement, the computer was still not powering up and the monitor was displaying no video detected. Technical services (ts) had her swap the power cables for the monitor and computer in the isolation transformer. The computer remained off, and the power cord were seated securely in the back of the computer. Ts was going to ship a replacement power cable and computer and have the representative replace the power cable first. Later, the representative called back and was able to manipulate the power cable and the computer was now powering on. The system is functioning, but we would like to replace the power cable so that we know the power cable is not intermittently damaged. Further troubleshooting noted that after replacing the power cable the system would still not power up. The representative did some more troubleshooting and bypassed the transformer and that brought the system up and running. Additional troubleshooting noted that when the representative called in again, she stating that the transformer did not resolve the issue, they conducted more troubleshooting trying to determine the issue and it was determined to be the universal power supply. Additional information noted that after numerous parts were shipped in to be replaced and that didn¿t solve the issue, technical services walked me through some troubleshooting and it was determined that the mouse was damaged and causing a short therefore disrupting power to the computer. A new mouse was shipped in and the issue was resolved.

Manufacturer narrative:
The computer and transformer were turned for analysis. The computer is currently under analysis. Codes b21, c21 and d16 reflect this. The transformer was analyzed. The transformer powered on as intended. All outputs measured a normal voltage. However, the torroid (inside the chassis) was loose. Codes b01, c02 and d02 are applicable. D10/h2: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733361, serial/lot #: (B)(6) h2: return of the computer provided the lot number: product ID: 9736119r, serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.